Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that no product is expected to be returned for evaluation. At this time it is not possible to assign a definitive root cause for the event as reported; however, based on the details provided to date, it appears that clinical and or procedural factors may have contributed to the event as reported. Should any further relevant information become available, a follow-up medwatch report will be provided.

Event description:
Event description: plastic coating came off.